Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that her ultraflex infusion set adhesive is causing her to have an allergic reaction. Customer advised that at her infusion site she has a red rash and bumps. It is also very itchy. She said that this started 4 months ago. The customer went to see her doctor for the rash. Customer was prescribed an ointment to treat the allergic reaction. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.